Manufacturer narrative:
The unit p-cap / test reservoir locked in place properly. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly. The pump passed active current measurement test. The pump failed the sleep current measurement test due to corroded battery tube. The pump alarmed pump error 75 during self test. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery and force sensor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, corroded battery tube, cracked case (corner of belt clip rails), serial number label missing, cracked retainer and cracked battery tube threads. In summary, customer alleged blank display not confirmed. Exposed to moisture confirmed. Pump error 75 confirmed. Battery cap contact missing/damaged confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple allegations on the device namely battery cap contact missing/damaged, blank display and pump damage prior to use. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer inserted a new battery with the new cap but the display did not return. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.